Event description:
Pt reported "odd" alarm she could not explain while at home sleeping in the middle of the night on (B)(6) 2016. After coming to clinic and upon vad interrogation it was noted the lvad had stopped when powered by ac/wall power, and had done so previous times prior to date first reported. Patient was admitted directly to hospital and placed on non-grounded cable to avoid the type of short we suspected was occurring inside the driveline. Manufacturer was immediately notified and a specialized team was sent the following day ((B)(4) 2016) to run diagnostics on the driveline and a repair where distal damage was evident. After diagnostics and repair, patient was placed back on a grounded, electrical cable and shortly thereafter experienced a "pump off" alarm. Pump turned off and quickly back on. She was then placed back on ungrounded cable, and decision was made by surgeon to exchange her lvad due to expected internal driveline damage, causing what's known as "short-to-shield" phenomena. Patient was taken to the operating room for successful, uncomplicated pump exchange on (B)(6) 2016. It appears that there were no adverse events caused by the multiple times her pump stopped, other than re-operation. Cause to patient - re-operation to replace device. No other consequences are known at this time.